Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels (over 500 mg/dl) and the cause was not known. High bg was address with insulin injections. The pump supplies were changed. A pump system check was performed using the current supplies and no device issues were identified. The bg at the time of the report was 168 mg/dl. The customer resumed pump therapy. Tandem technical support advised the customer to discuss the event with a healthcare provider.